Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h.6.

Event description:
Healthcare professional later reported "ruptured". Since the device is saline, the rupture is captured as deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.